Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient reported via web self-service that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 at 1500, the patient experienced malaise and went to bed early. At 0200 the next morning (B)(6) 2024, the patient woke to warning on the unspecified pump display device that the reading was low. The patient did not check the bg and treated the urgent low reading with carbohydrates. The warning kept going off. The patient was disoriented at this time. The cgm display device was still saying the patient was low and the patient took more carbohydrates. After being treated again, the display device continues to say low. At 0600, the spouse checked the bg, and it was more than 400 mg/dl. Around 0700, the patient experienced vomiting. The patient called the endocrinologist who advised contacting emergency medical services. The patient was transported to the emergency department. There, the bg was checked and showed over 600 mg/dl. The cgm reading at that time was not documented. At an unspecified time later, the bg was checked by lab work and this time showing 946 mg/dl. The patient received unspecified treatment in intensive care unit. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was back on the unspecified pump. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(1). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient reported via web self-service that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 at 1500, the patient experienced malaise and went to bed early. At 0200 the next morning (B)(6) 2024, the patient woke to warning on the tandem tslim 2x pump display device that the reading was low. The patient did not check the bg and treated the urgent low reading with carbohydrates. The warning kept going off. The patient was disoriented at this time. The cgm display device was still saying the patient was low and the patient took more carbohydrates. After being treated again, the display device continues to say low. At 0600, the spouse checked the bg, and it was more than 400 mg/dl. Around 0700, the patient experienced vomiting. The patient called the endocrinologist who advised contacting emergency medical services. The patient was transported to the emergency department. There, the bg was checked and showed over 600 mg/dl. The cgm reading at that time was not documented. At an unspecified time later, the bg was checked by lab work and this time showing 946 mg/dl. The patient received insulin for hyperglycemia in intensive care unit and medications for unrelated conditions were also listed. The patient was discharged after 2 days. At the time of the report, the patient was back on the tandem tslim 2x pump. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.